Manufacturer narrative:
(B)(4). Concomitant medical products: comprehensive shoulder system modular head, catalog#: 113053, lot#: 160810; hybrid glenoid base, catalog#: 113956, lot#: 482390; versa-dial/comprehensive taper, catalog#: 118001, lot#: 490520; comprehensive nano humeral, catalog#: 115740, lot#: 247930. Event occurred in (B)(6). Reported event was confirmed by review of x-rays. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-00174.

Event description:
It is reported that the patient's x-rays show glenoid radiolucency of 1-2mm in zones 3, 4, and 6, six (6) months post-implantation. Osteolysis was also identified but no migration. There was no evidence of humeral component radiolucency and no humeral component osteolysis, migration, or subsidence. Subluxation of the glenohumeral joint was also identified. No revision has been scheduled to date, no intervention has been reported, and no further information has been provided.

Event description:
No additional information is available to report.

Manufacturer narrative:
Reported event was confirmed by review of x-rays. X-ray review shows no evidence of loosening. Returned complaint shows bone in growth into the post. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient had an initial total shoulder arthroplasty. Subsequently, approximately six (6) months post-implantation, osteolysis and a rotator cuff tear, accompanied with glenohumeral subluxation were identified. The rotator cuff tear was confirmed to be not device related. The patient underwent a revision procedure to a reverse shoulder arthroplasty approximately one (1) year post-implantation due to the rotator cuff tear. The no additional patient consequences were reported.